Event description:
The catheter broke in half upon insertion.

Manufacturer narrative:
The sample may be available for eval. Add'l info regarding this incident has been requested. If add'l info is received and/or if the sample is returned for eval, a supplemental report will be submitted. (B)(4). Date submitted: (B)(6) 2011.